Event description:
The pt is a (B)(6) male, who had been found down. He was brought to a local hospital where a head CT scan showed bifrontal contusions and a small right subdural hematoma. He was transferred to delray medical trauma center where a repeat head CT demonstrated an increase in the degree of mass effect and midline shift. He was immediately sent to the operating room for craniotomy with evacuation. During the closing portion of the procedure, the surgeon was using a silver 1 bur on the on spot drill to drill tenting holes and the drill bit broke. The portion of on spot drill bit that was attached to the drill as well as all but the most distal portion of the drill bit were recovered. The surgeon noted that the drill bit broke into 3 pieces and the only piece not recovered was the distal tip of the silver bur, which measured at 1mm in diameter and 5mm in length. At the end of the procedure, the neurosurgeon and the radiologist reviewed the lateral skull xray that was taken. The radiologist pointed out 2 locations where there might be a small piece of retained metal. The surgeon elected not to re-explore for the tiny piece of metal tip of the drill bit because he felt it would not likely cause harm to the pt. A post-op CT scan was performed and did not indicate any evidence of a retained foreign body on the scan. This is being reported for the failure of the drill bit bur. Dates of use: (B)(6) 2010. Diagnosis or reason for use: subdural hematoma.